Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (20 mcg/my and an unknown dose) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that sometime last month the patient's pump ran dry and he was put into the hospital. The pump ran dry a 2nd time "about a week prior to (B)(6) 2018" and the patient was put into the hospital again as well as into a rehab facility. It was reported that the healthcare provider (hcp) said the cause of the pump running dry was because the patient was using the personal therapy manager (ptm) too much; the patient refuted the ptm allegations. It was noted that the patient does not have a hcp and he requested a list of hcp's. No symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that he was suffering in pain and couldn't take much more. The patient's weight at the time of the event was reported. No further information was reported as a result of this event.